Event description:
On (B)(6) 2011, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Procedure ended with no adverse event. On (B)(6) 2011, a follow-up computed tomography scan revealed no problem. On (B)(6) 2011, the pt had a reintervention due to device occlusion proximally and compression in both legs distally. The physician also performed the thrombectomy in both external iliac arteries. Final angiogram showed the good flow and the pt tolerated the procedure. According to the physician, devices did not cause or contribute to the event.

Manufacturer narrative:
A review of the mfg paperwork is being conducted. Further info will be provided.